Event description:
It was reported that 3 bd q-syte extension sets was clogged. The following information was provided by the initial reporter: qsyte tri extension small bore : have all 3 septums with unable to open with normal needle push.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. H6: investigation summary. Bd received three q-syte assemblies on a tri-extension set from lot 2033442 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer disconnected the assembly and visually inspected the returned units. The engineer observed that the disks on each unit were not slit properly. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. The septa are slit during the manufacturing process. If a septum was not slit it may be a result of a broken/missing blade, or mixed product of non-slit septum with slit septum.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte extension sets was clogged. The following information was provided by the initial reporter: qsyte tri extension small bore : have all 3 septums with unable to open with normal needle push.